Event description:
Information received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to a broken siderail center arm. He replaced the siderail center arm to repair the bed.